Event description:
Following a successful colonoscopy that involved a biopsy ablation of small polyps procedure using a radial jaw 1550 hot biopsy forceps, the pt returned with lower abdominal pain accompained by fever and chills. Pathology report revealed mild chronic superficial gastritis and surface hyperplastic rectal features. Pt was re-admitted four days after procedure for eval due to increasing discomfort of lower abdominal pain accompanied by the fever and chills. Abdominal/pelvic CT scan performed revealed free air in the retroperitoneal cavity with "dirty fat" on the pt left side. Pt was treated conservatively for three days by gastroenterology, infectious disease, cardiology and surgical specialists. Pt abdomen became distended and an abdominal/pelvic CT scan revealed increased of dirty fat and air in the pt lower abdomen. Pt transferred to a hartman's procedure with creation of a colostomy performed under general anesthesia. Pathology report revealed a 0.8 cm transmural mucosal perforation with associated fibrinopurulent exudate and extension of inflammation into pericolonic adipose tissue. Pt was discharged in stable condition on seven day post operation. On the day of the event a pt was admitted for endoscopic eval and mgmt of rectal bleeding associated with epigastric pain. Pt's medical history included removal of colonic polyps during 2000 and atypical chest pain syndrome. Medications being taken at home included prevacid. After endoscopic esophageal-gastro-duodenal (egd) eval with cold biopsies of the proximal duodenum, gastric body and esophagus, a colonoscopy was performed. Ablation of small polyps was performed and the pt was discharged in stable condition three-and-a-half hours after completion of the procedures. The pathology report revealed mild chronic superficial gastritis and surface hyperplastic rectal features. The following day, the pt contacted pt's gastroenterologist because pt was experiencing increasing discomfort. Pt was readmitted to the hosp, four days after the procedure, for eval of the continued lower abdominal pain accompanied by fever and chills. An abdominal/pelvic CT scan performed with contrast media revealed free air in the retroperitoneal cavity with "dirty fat" on the pt's left side. Pt was treated conservatively for three days, being managed by gastroenterology, infectious disease, cardiology and surgical specialist. Seven days later, the pt's abdomen became distended and a repeat abdominal/pelvic CT scan revealed that although there had been some re-absorption of the air in the pelvic cavity, there were signs of increasing "dirty fat" and "air in the pt" lower abdomen. Pt was transferred to the operating room where a hartmann's procedure with creation of a colostomy was performed under general anesthesia. The pathology report revealed a 0.8cm transmural mucosal perforation with associated fibrinopurulent exudate and extension of inflammation into pericolonic adipose tissue. The pt was discharged in stable condition on the seventh postop day. Discussion with the gastroenterologist revealed neither deviation from standard practice of care nor difficulty with the equipment. He indicated that this was an unusual, but, known complication of endoscopic cautery.